Event description:
Report 2 of 2 it was reported while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there was a false positive result. No patient impact reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k132259, k132692, k151291, k152870, k160161 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there was a false positive result. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positives when using kit grp a strep 30 test veritor (material#: 256045), batch number unknown. The customer reported that they are seeing 2 false positive results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.